Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker. Unable to confirm the alarm.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 464mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was slightly indented. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.